Event description:
Pt admitted with fractured left hip on 4/21/94. Pt was undergoing left hip bipolar hemiarthroplasty on 4/22. After the femoral canal was rasped and trial components tested the canal was irrigated. Methyl methacrylate was placed using a cement gun and was lightly pressurized with a thumb tip over the proximal femoral canal. Femoral prosthesis was placed by hand and held firmly until the cement hardened. The head was attached and the hip re-articulated and put through range of motion. At this time pt's blood pressure and pulse dropped. Pt coded and expired after 40 mins of CPR.